Event description:
The customer reported that the system intermittently failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was adjusted and the battery on the generator interface board was evaluated and replaced. The system was tested and found to be working as intended and reported to service.